Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 421 mg/dl. Offered to troubleshoot high blood glucose but they said that his blood glucose is now back to normal after changing his entire infusion set. Customer did receive a calibration not accepted alert also receive a change sensor alert. The device will not be returned for analysis.